Event description:
It was reported that the patient received an inappropriate shock from this implantable cardioverter defibrillator (ICD). It was also mentioned that the right ventricular (rv) lead showed noise, therefore, an insulation damage of the rv lead was suspected. The ICD was explanted and replaced due to normal battery depletion and a new rv lead could not be implanted as reportedly, the patient veins were closed and a new lead could not pass through. Therefore, the rv lead was kept in service and the patient will continue to be monitored. No additional adverse patient effects.